Event description:
This device was explanted because the patient did not respond to sound at initial stimulation. On x-ray, the electrode was folded on top of itself and setting in an improper position. Explantation/reimplantation surgery occurred 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.